Event description:
The tubing set was set-up in the roller pump, primed, and used to deliver 3 doses of cold cardioplegia without incident. While attempting to deliver a warm dose of cardioplegia, the tubing jammed in the raceway 3 times, causing the roller pump to stop. Each time the tubing and roller clamp had to be manipulated in order to restore flow.